Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. 13-may-2025 information received stating there was low impedance, high thresholds, and noise. Upon receipt, the lead under complaint was found cut 65 cm proximal to the lead tip. The connector was not returned. An extraction aid was found in the lead. The insulation was found rubbed through 8 and 9 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing and low impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the ring electrode was found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed high threshold. The fixation helix was found stretched. The deformation most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.